Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) pressure transducer port is not reading and has spontaneous shutoffs multiple times. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced front end broad . A full calibrations was completed and the unit passed all functional and safety test. Return to customer and cleared for clinical use.